Manufacturer narrative:
Additional info: g3. Correction: h6.

Event description:
A consumer reported that after implantation of an intraocular lens (iol) in the right eye (od), they experienced fluid in the eye for approximately 4¿5 months. According to the consumer, the surgeon prescribed anti-inflammatory drops and the fluid subsequently resolved. Despite the reported resolution of the fluid, the consumer alleged they were unable to see distance and could only see near. The consumer stated that a laser procedure was performed approximately seven months post-operatively; however, distance vision did not improve following the procedure. The consumer further reported that the surgeon informed her that the reason for the ongoing visual issues was due to scar tissue formation in the eye from the prior fluid accumulation. Additional information was requested but not received.

Manufacturer narrative:
The lens remains implanted. Additional information was requested but not received. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause of this event could not be determined.